Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. The component has been returned to siw and an analysis will be carried out. A supplemental report will be provided on completion of the evaluation.

Event description:
It was reported by the surgeon that the patient underwent a mets distal femur on an unknown date. The patient has subsequently undergone a revision procedure due to pain. During the procedure the surgeon was able to identify that the component was well fixed and there was considerable bony ingrowth on the ha collar, however once the components were removed a broken spigot was identified.